Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from disconnected probe rinse tubing. The fse reattached the tubing to the fitting to resolve the leak. The leak had caused damage to the sample aspiration module (sam); the barcode reader and probe motor had malfunctioned. The fse replaced the sam. (B)(4).

Event description:
The customer reported a leak from a unicel dxh 800 coulter cellular analysis system. The volume of the leak was less than 20 ml and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.